Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported, upon removal of arterial line, it was found that the cannula had become detached from the hub and consequently resulted in a retained piece of plastic. Unfortunately, despite asking for the equipment to be quarantined this did not happen, as a department we have carried out our internal investigations and as part of the review I have been tasked with asking bd if anything like this has happened before? When did the incident occur? During use"